Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced that there was a blockage in the infusion set site, which caused the patient blood glucose levels was elevated to high, therefore patient had received correction injection via mdi. The patient changed supplies as necessary and resumed insulin therapy. No further information available.